Event description:
A malfunction alarm was reported on the pump, identified with malfunction code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support provided assistance with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to report if the issue reappears, which they acknowledged and understood.